Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer provided a blood glucose (bg) range of 10-300 mg/dl and indicated that the customer was known to experience low bg events. Reportedly, the customer experienced a seizure due to low bg and required assistance to consume glucose as treatment. Multiple contact attempts were made by tandem technical support to determine the rate of battery depletion and to obtain additional information regarding the cause of the low bg; however, the customer did not respond.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from 10:57-11:12 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at 10:54 am with 11.3 units being primed through the infusion set tubing. User made bolus requests without entering current bg and while still having insulin on board (iob). At 9:36 pm, user requested a 3.29 unit bolus for 46 grams of carbohydrates without entering current bg and while having 1.77 units of insulin on board. There were no erratic basal rate adjustments. There is no evidence that the pump experienced a malfunction or failure. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event."